Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyles devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, both pre-placed sutures broke while pulling on the rail-end to advance the knot with the suture trimmer. Two additional devices were used and also experienced suture breaks. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture separation was not confirmed as the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile/unused devices from the same part and lot numbers were tested. Testing does not indicate a lot specific issue in regards to suture separation during knot advancement. The investigation was unable to determine a conclusive cause for the reported suture separation. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.